Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date.

Event description:
It was reported that the device exhibited no disposable detected. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Downstream sensor nub was damaged, unable to perform pump and message display error code 1260 alarms. Damaged downstream occlusion sensor was replaced. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500 h4: correction: device manufacturing date: 02-feb-2009